Manufacturer narrative:
(B)(4), suspect medical device: reaction vessel lot 71515p100, expiration date: na. Concomitant medical products: architect i2000sr analyzer, list # 3m74-02, serial #: not indicated (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed an increased number of architect analyzer error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) messages when reaction vessel lots 71451p100 and 71515p100 were in use. There was no impact to patient management.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy treatment procedure a guidewire spring tip unraveled. The lesion was located in a right coronary artery (rca). Upon removal of the 325cm floppy rotawire, the spring tip became "caught on something" which caused it to unravel outside of the body. The case was successfully completed prior to the wire removal. No patient complications were reported and the patient's status is fine. Retuned product analysis revealed a spring tip that was broken and unraveled.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other lot #: architect reaction vessel lot 71515p100, device manufacture date: 12/3/08, expiration date: na architect i2000sr analyzer, list # 3m74-02, serial # not indicated. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.